Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, while on stomach transection, the device did not fire. The surgeon was able to press the green button, but was not able to squeezed the handle. There was no patient injury.